Event description:
Co's instructions for use "caution: excessive gas flow, such as produced with flowmeter in "flush" position, may cause the bag to malfunction resulting in the pt's inability to exhale. If this condition occurs, reduce gas flow at flowmeter." Hosp reported that while using the sims resuscitator they set meter to flush and the pt could not exhale. Also reported no harm to pt.